Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) due to high blood glucose level of 265 mg/dl. The customer¿s reported blood glucose level was 150 mg/dl. The customer reported that they were treated with insulin drip at the hospital. The customer reported that they experienced vomiting due to high blood glucose level. The customer alleged the insulin pump for under delivery. The customer also reported that the insulin pump was not alarming. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08735 inches. No unexpected no delivery alarms noted during testing and the no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.